Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: resistance with dilator was felt in the subcutaneous tissue and was not yet passing the clavicle. The physician withdrew the catheter, discarded the catheter, performed a thoracotomy with cardiac massage and catheter insertion into the heart. It was reported the user opened the patient's chest to get access for massive transfusion. The patient was coding at the time of line attempt and the patient died. Customer reports "I believe she was too sick to be saved".

Event description:
The complaint is reported as: resistance with dilator was felt in the subcutaneous tissue and was not yet passing the clavicle. The physician withdrew the catheter, discarded the catheter, performed a throacotomy with cardiac massage and catheter insertion into the heart. It was reported the user opened the patient's chest to get access for massive transfusion. The patient was coding at the time of line attempt and the patient died. Customer reports "I believe she was too sick to be saved".

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator fully advanced through a multi-lumen sheath for evaluation. The device contained obvious signs of use in the form of biological material. Visual examination revealed the overall dilator contained a slight bend. Likewise, the tip was frayed and appeared oval, indicating undue force likely caused or contributed to the damage. The total length of the dilator measured to be 8.82" which is within specifications of 8.75-8.875" per product drawing. The outer diameter of the dilator body measured to be 0.119" which is within specifications of 0.117-0.120" per product drawing. The inner diameter of the dilator tip could not be accurately measured due to the damage observed. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "holding access device assembly in place, remove guide wire and dilator as a unit. Place sterile-gloved finger over hemostasis valve." The returned dilator was able to advance and retract from the returned mac with minimal resistance. The IFU provided with this kit cautions the user, "do not withdraw dilator until the access device is well within the vessel to minimize the risk of damaging tip." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The overall dilator was slightly bent and the dilator tip appeared oval and frayed. The sample passed all relevant dimensional and functional testing. Based on the damage observed on the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.